Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the left anterior descending artery (lad). The vessel was pre-dilated with a maverick balloon of unknown size. The physician implanted a taxus express2 8.8% 3.0 x 28 mm drug eluting stent which was fully expanded at 12 atms. The balloon was completely deflated. The physician attempted to pull the balloon back, but the entire balloon was stuck inside the stent. He tugged again and deep seated the guide. The guide was used to pull the balloon completely out of the body, and the stent remained well positioned. No pt injuries or complications were reported. The pt's condition is reported as satisfactory/good.